Manufacturer narrative:
(B)(4). Batch # p58l9p. Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with three cartridges reloads present. The reloads (b and c) were received fully fired. The reload was received fully fired and with damage on cartridge deck. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife and cartridge is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Cartridge b and c: p56w2a, fully fired. Cartridge d: p56w2a, fully fired, staple plow. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: when the tissue was not cut were staples deployed? If so, what was the appearance of the staples? (B-formation, irregular, legs straight)? Were staples missing or not visible after being deployed? What measures were taken to address the bleeding? Response: no further additional information available.

Event description:
Third magazine did not cut. The vessel was only pushed forward, thereby resulting bleeding. No harm to the patient. Procedure: vats.